Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn. During the previous six months, the item was returned on feb 2, 2014 due to service. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device is an instrument and is not implanted/ explanted. The investigation could not be completed; no conclusion could be drawn, as no product was received.

Manufacturer narrative:
The investigation is based on the service & repair record (srr) received. The device failure reported by the customer could be confirmed. The service history review shows that the previous service condition from: 12.02.2014 is relevant to the current complaint issue. The service technician noted the following action taken: repair. The device has been serviced and functional testing has been performed in accordance with the service manual 532.001/532.010 during the pre-repair diagnostic assessment the service technician identified the following failure: motor seized, rough running, defect. The probable root cause of the event was determined to be material faulty. The device was repaired and returned to the customer if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that the device does not function. This is report 1 of 1 for complaint (B)(4).